Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20g07ge271, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4): a follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): fast flow pump connected to the patient. It was supposed to be a 46h hours infusion. Yet, when the nurses went to visit the patient on the next day, the pump was already empty.